Event description:
The it / is manager reported that the facilty's central nurse's station (cns) was currently is in signal loss. No patient information is able to be displayed on the monitor. They also stated that all of the patient tiles are currently greyed out. They have also confirmed that the ports currently have proper network connectivity, and also ensured that the cns has all cables properly and securely installed. The customer later stated that the issue has been resolved and related to a networking setting on the hospital side. They stated that the ip address of the cns was not programmed into the fail over protocol. The cause of the issue was that their failover system did not have the rules to allow the ip address on the cns. No patient harm was reported.

Manufacturer narrative:
The it / is manager reported that the facilty's central nurse's station (cns) was currently is in signal loss. No patient information is able to be displayed on the monitor. They also stated that all of the patient tiles are currently greyed out. They have also confirmed that the ports currently have proper network connectivity, and also ensured that the cns has all cables properly and securely installed. The customer later stated that the issue has been resolved and related to a networking setting on the hospital side. They stated that the ip address of the cns was not programmed into the fail over protocol. The cause of the issue was that their failover system did not have the rules to allow the ip address on the cns. No patient harm was reported.